Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 600 mg/dl with high ketones. Customer went to the emergency room and was subsequently hospitalized. Customer was treated intravenously with fluids of saline and insulin. No further information regarding the event could be obtained as customer declined to provide additional information.